Manufacturer narrative:
The product was returned to pentax medical for repair. Our technician checked the returned unit and confirmed that the distal end with ccd module shadow in image. Based on the result, we concluded that it was caused due to the moisture condensation in the distal end with ccd module. In addition, our technician confirmed that the cmos module with drive pcb cloudy (not clear view), the air/water socket attaching nut loose, the distal body worn out, the r/l lock knob hard to move, the u/d lock lever hard to move, the angle wire grinding, the angulation up angulation zero degrees, the angulation down angulation decrease, the air/water socket chipped/cut o-ring, and the up pulley wire snapped/cut; however, these defects are not the main cause, and/or irrelevant to the alleged complaint. Based on the technical report ""hr-rpt-0586 (image failure)"" and/or the risk analysis results, it was evaluated to submit MDR.

Event description:
The time of event is unknown. There was no report of patient harm. Video image failure (cloudy).